Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced because of elevated pacing threshold and low pacing impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg ICD, implanted (B)(6) 2012. (B)(4).